Event description:
Customer reported erroneous patient demographic information on patient sample in rapidcomm (data management system). Customer stated that they scanned in the wrong account number ((B)(6)) and right accession number ((B)(6)) on a patient sample analyzed on instrument. Customer reported that event occurred when they scanned in wrong account number on the instrument during analyzing the sample. There was no report of injury due to this event.

Manufacturer narrative:
Customer confirmed that they caught error in the list beforehand so patient diagnosis and treatment was not affected. Operator already fixed the patient demographic information on the instrument itself for the sample in question and deleted duplicates turned on in rapidcomm for patient samples. Per customer request siemens customer service engineer (cse) renamed their hl7 connection-defined "medical record number" entry to read "meditech account number" for the long name and "v#/f" for the short name. Cse also enabled history sample log sensitive per customer's request. Customer confirmed that the field names are now much clear to them as to what data they contain.